Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that a sample tube was stored in the atellica sample handler (sh) under an incorrect sample ID (sid). The operator noticed that no test results were available for sid: (B)(6) in their laboratory information system (lis). The operator confirmed that no tube was removed or inserted at the c9 position of the sh of atellica line 2 without a drawer closure in between that would have forced an sid rescan. The operator confirmed the entire drawer was properly rescanned, as other tubes were loaded simultaneously precluding a tube swap that was not identified by the sh. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the sh. Cse was unable to confirm that an undetected tube swap between sid: (B)(6) had occurred. Sid: (B)(6) was for a different patient sample and was previously processed on the atellica line 2. Sid: (B)(6) was not tested for chloride on atellica line 2 due to chloride troubleshooting. Sid: (B)(6) was transferred to atellica line 1 for chloride testing. The cause of sid: (B)(6) not being tested and stored under sid: (B)(6) is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer contacted siemens to report that a sample tube was stored in the atellica sample handler (sh) under an incorrect sample ID (sid). The operator noticed that no test results were available for sid: (B)(6) in their laboratory information system (lis). The operator investigated and found the physical location of the sample was in drawer 3, back rack, position c9 of the sh for atellica line 2. The sample handler user interface (shiu) identified the tube in that position as sid: (B)(6). The operator retrieved sid: (B)(6) and manually scanned it using a handheld scanner. The barcode was fully legible and there was no secondary or duplicate label on the tube. The tube was then reloaded into the sample handler, sid scanned correctly and pending testing completed. There are no known reports of patient intervention or adverse health consequences due to the event.